Event description:
A customer reported that the high/low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and was provided unspecified treatment by a healthcare professional, however, the customer declined to provide any additional details regarding the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. Sensor plug was properly seated and no physical damage was observed on sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Set low/high glucose thresholds in the readers alarm settings, activated sensor with a new unused reader and performed accuracy testing. Both alarms were successfully activated. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and was provided unspecified treatment by a healthcare professional, however, the customer declined to provide any additional details regarding the event. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The reported sensor was activated with a retained reader and linearity testing was performed, all results were within specification. Both high and low glucose alarms were successfully activated. No malfunction or product deficiency was identified. This serves as a correction report. Addtl mfg narrative was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the high/low glucose alarm did not sound from the adc device. The customer experienced a loss of consciousness and was provided unspecified treatment by a healthcare professional, however, the customer declined to provide any additional details regarding the event. There was no report of death or permanent injury associated with this event.